Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.75 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. After the first stent was deployed at 10 atmospheres in the mid portion of the lesion, the balloon was retracted a few millimeters and expanded it to 16 atmospheres for post-dilation of the stent. A 2.75 x 20 synergy drug-eluting stent was then advanced but failed to cross the lesion. A second extra 0.0014" hydrophilic guide wire was used, but the stent failed to advance to the target lesion. A microcatheter was then used to improve the support, but still failed the stent to cross the lesion. After several attempts of forcing, it was noted that the stent was damaged. The guide wire was replaced with another extra support and the procedure was completed with another of the same synergy drug-eluting stent at 14 atmospheres. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the distal right coronary artery. After the first stent was deployed at 10 atmospheres in the mid portion of the lesion, the balloon was retracted a few millimeters and expanded it to 16 atmospheres for post-dilation of the stent. A 2.75 x 20 synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. A second extra 0.0014" hydrophilic guide wire was used, but the stent failed to advance to the target lesion. A microcatheter was then used to improve the support, but still failed the stent to cross the lesion. After several attempts of forcing, it was noted that the stent was damaged. The guide wire was replaced with another extra support and the procedure was completed with another of the same synergy¿ drug-eluting stent at 14 atmospheres. No patient complications were reported and the patient's status was stable.